Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a04838/a06645/113759, model/catalog description: scs 50cm iii lead 8 contact lead.

Event description:
A report was received that the patients body was rejecting the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained.